Event description:
It was reported that the patient with this pacemaker experienced a syncope that coincides with a ventricular tachycardia (vt) episode. Right ventricular (rv) undersensing was noted. The minute ventilation (mv) sensor was disable by signal artifact monitor (sam). The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained; the device was explanted due to therapy upgrade.

Manufacturer narrative:
Corrected fields: d4. Model. D4. Catalog.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncope that coincides with a ventricular tachycardia (vt) episode. Right ventricular (rv) undersensing was noted. The minute ventilation (mv) sensor was disable by signal artifact monitor (sam). The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained; the lead was explanted due to therapy upgrade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced a syncope that coincides with a ventricular tachycardia (vt) episode. Right ventricular (rv) undersensing was noted. The minute ventilation (mv) sensor was disable by signal artifact monitor (sam). The device remains in service. No additional adverse patient effects were reported.